Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away during an unspecified process step while connected to a homechoice device. The cause of death was reported as due to seizures. It was reported the patient was hospitalized one day prior to death for an unknown reason. The following day, the patient ¿started getting seizures¿. Treatment for the seizures was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.